Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One opened balanced phaco tip was returned for evaluation for the report of being dull. A visual inspection of the phaco tip was performed and the tip was deemed conforming. The complaint evaluation cannot confirm a dull condition from the phaco tip. The phaco tip was visual conforming to specification. The most likely reason for this ¿dull¿ sensation from the phaco tip would be from the machine setup parameters in association with the balanced tip and the patient cataract density. No specific action with regard to this complaint was taken for the complaint issue based on the phaco tip meeting specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the sharpness of the phaco tip was dull during a procedure. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.